Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation with two 550cc mentor smooth round moderate plus profile prostheses was dissatisfied with the procedure outcome and experienced left-sided local reaction postoperatively. The patient reports that her left implant was filled with more liquid than the right side and her left breast has been uncomfortable and hurting since the date of implantation. The patient describes that the left implant feels as if it is sitting on her breast bone or her lung, her skin feels stretching, and also she feels like having a fever in her left breast. In addition, the patient reports that she is dissatisfied with big size of her breasts that are not proportional to her body size. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right prosthesis.